Event description:
Clinical adverse event received for left lower extremity swelling. Event is not serious and is considered mild. Event is possibly related to procedure. Event is not related to device. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).